Event description:
It was reported that crystalens ((B)(4)) was explanted due to vision change and z-syndrome. The user facility indicates that a different model iol was used as a replacement. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.